Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display was cracked and unreadable, and the user transitioned to manual insulin while awaiting a replacement. Symptoms included no adverse clinical effects and blood glucose was not affected. Outcomes included a device replacement shipment and instructions to sync data and power down prior to return. Investigation included receipt and processing of the returned device. Investigation of this device revealed a damaged screen consistent with physical damage to the display component, with no reported impact to glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.